Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that an unstable speed occurred. A rotablator rotational atherectomy system was selected for use. During preparation, the maximum rotational speed reached was 180,000 rpm; however, it was noted that rotational speed became unstable. Continuous flushing was maintained throughout the procedure. A non-bsc stent was then implanted and the procedure was completed. No patient complications were reported and patient's status is fine.